Manufacturer narrative:
The used device has been returned to angiodynamics. As the fractured guidewire is a purchased component, it is being returned for evaluation to the supplier, (B)(6), along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. Complaint # (B)(4).

Event description:
As reported by the end user: today we had a female patient come in for a routine check change of their exodus catheter (ref# (B)(4), lot #0000071978). The scout image showed that the distal portion of the catheter was either severed or partially severed. Upon trying to exchange the catheter, the tip was left in the bowel for the patient to pass. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Received one used drainage catheter for evaluation. Visual/microscopic exam: as received, the catheter was fractured at approximately the 43cm mark and the female hub was cracked. The drainage catheter contained bio material inside and out. External evaluation: scar004019 and the returned sample was sent to the supplier, freudenberg medical for evaluation and DHR review of supplier lots {0000071978}. As per the investigation results from freudenberg medical, it was confirmed that the shaft material disintegrated. There were no changes or issues found related to the assembly of the catheter or extrusion. The failure mode cannot be determined. The customer's reported complaint description of catheter tip fractured/migrated is confirmed. In addition, the hub was observed to be cracked. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (ic 188) which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).